Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that on the (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 400mg/dl following infusion set changes with resulting in multiple bent cannulas. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis (dka) and treated with insulin injections and discharged (B)(6) 2025. No long-term adverse health effects have been reported.